Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured after filling. The device had been filled manually using a syringe. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured from february 24, 2015 to february 25, 2015. The device was evaluated for the reported event. Visual inspection revealed a ruptured bladder. Further microscopic inspection noted a marking located on the exterior surface of the bladder, near the rupture line. Therefore, the reported condition was verified. The cause could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.